Event description:
Customer reported a past low blood glucose event with a lowest level of 49 mg/dl. Cause was not known. Customer consumed carbohydrates to treat the low blood glucose and requested replacement infusion sets, which were to be sent by technical support. Customer acknowledged the recommendation to consult a healthcare professional to discuss factors affecting blood glucose levels.